Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on first deployment of the right ventricular (rv) his bundle lead it did not have satisfactory measurements showing intermittent capture and high thresholds. The lead could not be unscrewed as it is thought it may have been fixated into the patients aortic valve replacement prosthetic and it was capped and replaced. No patient complications have been reported as a result of this event.